Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra aortic balloon pump(iabp), ECG connection was not working. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the front end board, the software was updated, and the transducer was calibrated. The unit passed all functional and safety tests, and was returned to the customer.